Event description:
During routine servicing of the bed, the brakes failed the lateral pull test. Casters rolled at 40# versus a spec of 50#. Bed had brake kit installed 9/2008 as per recall remediation.======================manufacturer response for med/surg bed, stryker (per site reporter).======================service rep will be sent to repair brake kit.